Event description:
Reportable based on analysis completed on 11-october-2018. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. When the was was being positioned the tip of the sheath became kinked. A closure device was not released using this sheath. Another was was used to complete the procedure. There were no patient complications. However, the device analysis revealed inner liner delamination. Device evaluated by MFR: the retuned product consisted of a watchman access system (was) with the dilator outside of the was sheath. The device was bloody. The tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed tip damage (crushed/delamination) and kinks in the sheath located 13.5 cm and 19.5 cm from the tip. The damage is consistent with being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.